Event description:
It was reported that the unit was intermittently not running. It was further reported that this happened during a case and there was only a slight delay. There was no harm to the pt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.